Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated there may be a date discrepancy in the pump logs. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed pump logs and identified that the date was manually changed on the pump and the date was incorrectly set. However, the customer insisted not changing the date on the pump.